Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups was found in the off mode, and was restored to use. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and would not boot up. No pt injury was reported.